Event description:
Customer claims to have had ears pierced with the inverness ear piercing system in a retail store on 11/8/97. She sought medical treatment on 11/16/97 and the earring was removed by a dr. She was given antibiotic treatment.